Event description:
The customer reported the system is intermittently displaying a black screen. No patient injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and checked the display board, reseated connections, and replaced the cpu board battery. System operates as intended.